Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer's test strips were provided for investigation where they were measured on reference meters with a high level control sample: test results (control range = 2.5 - 3.1 inr): qc run 1 = 2.8 inr. Qc run 2 = 2.8 inr. Qc run 3 = 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation could not identify a product problem. The cause of the event could not be determined. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received discrepant results for one patient tested with a coaguchek xs meter (serial number unknown). A sample from the patient was tested using the meter, resulting in a value of 5.2 inr. Within 30 minutes of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. The laboratory result was believed to be correct.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The customer's test strips were provided for investigation where they were measured on reference meters with a high level control sample: test results (control range = 2.5 - 3.1 inr): qc run 1 = 2.8 inr. Qc run 2 = 2.8 inr. Qc run 3 = 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The investigation could not identify a product problem. The cause of the event could not be determined. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter stated they received discrepant results for one patient tested with a coaguchek xs meter (serial number unknown). A sample from the patient was tested using the meter, resulting in a value of 5.2 inr. Within 30 minutes of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. The laboratory result was believed to be correct.

Manufacturer narrative:
The component code has been updated.